Manufacturer narrative:
(B)(4)

Event description:
The customer alleges that the automatic centrifuge (acu) of their modular pre-analytics (mpa) system is not centrifuging samples and is sending whole blood samples to their cobas 6000 c (501) modules. The customer states this issue is with the mpa and not the c501 modules since the instruments were receiving whole blood from the mpa. The customer stated that over 100 patient samples were involved; some results were auto-verified and the samples had to be repeated after centrifugation. The customer provided potassium (k) results for 2 patient samples that were discrepant. Patient 1 initial k result was 5.77 mmol/l. The repeat result after centrifugation was 4.81 mmol/l. Patient 2 initial k result was 5.01 mmol/l. The repeat result after centrifugation was 3.80 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The customer stated that they had not received any alarms from the mpa. The customer alleged that a new rack was placed in the assigned range to go to the centrifuge but the samples in the rack were not centrifuged. The customer was unable to clarify if the rack actually went into one of the centrifuges or if it by-passed them. The field service engineer (fse) visited the customer site and found that there was an alarm displayed on the screen of the acu indicating a rack or dummy rack was still in the automatic centrifuge that needed to be removed. The fse removed the rack from the automatic centrifuge. The customer ran several racks and had no further issues. The mpa is operational and all racks are going to the correct locations.

Manufacturer narrative:
When a dummy rack is still inside the automatic centrifuge (acu), there is a stop alarm. The acu will only start again once the dummy rack is removed and the module is restarted. When the stop alarm occurrs, the racks are sent to the default buffer. The operator must manually remove the rack from the default buffer and reload them on the modular pre-analytic (mpa) system's input buffer. The operator must manually inspect the samples to determine if they are centrifuged or not based on the sample color. Product labeling states samples should be centrifuged offline before reloading (re-feeding) the rack onto the mpa system. The event was caused by operator mishandling. The operator re-loaded the rack without first centrifuging samples offline (not on the mpa) as instructed in product labeling. The issue is not related to a problem with the mpa. The mpa is operating according to specification. The customer has not had any further issues.